Event description:
It was reported that the customer experienced both low blood glucose (bg) levels and high bg levels on (B)(6) 2024, but they did not provide their actual bg levels. The low and high bg causes were not known. The customer also reported that they collapse and pass out because of the bg levels. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.